Manufacturer narrative:
Further information was requested but not received.analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-12125. It was reported that the patient developed an infection. The entire system was explanted. No further information was reported.